Event description:
Fire department personnel attended to a person complaining of chest pain and shortness of breath. The device was attached to the patient using disposable defibrillation/ECG electrodes for routine monitoring during transport to the hospital. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. The operator checked all cable connections, changed the electrodes and changed the battery but was not able to correct the reported problem. There were no adverse affects to the patient reported.